Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On an unreported date, the patient began remedial treatment with injection fortum 1 gram/day ip, injection vancomycin "5th day" ip, and injection amikacin 40 mh/day ip. It was not reported if remedial therapy had continued. The patient remained hospitalized and the event of peritonitis was resolving. Pd therapy was ongoing. The consumer did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.